Event description:
The customer reported that their device was showing a constant flatline in paddles ECG mode. With this reported failure, the device would not be able to function on AED mode and not detect a shockable rhythm. There was no patient use associated with the reported failure.

Manufacturer narrative:
The customer (biomedical engineer) advised that after the replacement of the therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4): physio-control advised the customer that replacement of the therapy pcb assembly should resolve the reported failure, and provided the part number. Physio-control has since been unable to reach the customer regarding resolution of the reported failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.